Event description:
A surgeon reported that during surgery, the irrigation and aspiration were interrupted during the use of both the phaco handpiece and the I/a (irrigation and aspiration) handpiece. There was a delay of unk duration during the surgery. The surgery was completed by filling the tubes again with bss (balanced salt solution). The tunnel incision was sutured because the phaco handpiece had to be moved out from the eye frequently for the set up. Add'l info has been requested. This is the second of two similar reports for this customer.

Manufacturer narrative:
A sample has been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).